Event description:
It was reported that during a pouch procedure, the surgeon was doing an ileoanal pouch. He sutured the anvil into the pouch as usual and ensured the spike came out of the gun as he usually does with the safety catch on. Gun up bottom, spike out and engaged anvil with spike but there was no click. Turned the knob to bring the anvil down; anvil came away from gun - disengaged. There was a hole in anal canal from spike. Spike out, re-engaged, closed knob and same again. In the end, he had to push the anvil onto spike with some force while the sister turned knob - felt right, correct pressure when tissue compression occurring. Fired gun, felt right. Intact donuts, complete ring of staples. Patient is fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the device was fully clip deployed with the thumb advancer locked into step #3. The exchange sheath was completely slit but the bulbous shape of the distal tip of the sheath and the clip capture indicates it was stretched beyond the distal end of the exchange sheath during thumb advancement; however, the exchange sheath had recoiled within specifications when received. A possible cause for the exchange sheath stretching is a tight tissue tract. Instead of the tube set sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tube set as it is distally advanced. Subsequently, the sheath elongates which can cause interference with clip deployment. Based on the investigation findings, the most probable root cause for the stretched sheath and the subsequent clip captured in the distal end of the exchange sheath is related to operational context in the use of the device. No manufacturing or quality inspection issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the thumb advancer was advanced with the arrows in alignment; however, a "ring of sheath material" was found to have not split. When the device was removed from the patient's anatomy, the clip was found in the distal end of the sheath. No resistance was reported when removing the device. Hemostasis was achieved using manual compression and syvek patch. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.